Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) the device was received for evaluation. During evaluation, the device had system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be link set up was out of range. The link and link switch adjustment process will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 322. No additional information is available.